Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) for five episodes of ventricular tachycardia (vt) and accelerated the rhythm to the ventricular fibrillation (vf) zone four times. Subsequent to this, successful shocks were delivered at 41 joules.,